Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI): (B)(4). The device was returned for evaluation with the guide wire exit notch torn. The reported material rupture was unable to be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulty. Based on the visual and functional analysis of the device, there is no indication of a product quality issue with respect to design, manufacturing or labeling. A review of the lot history record identified no manufacturing nonconformities for this lot. Additionally, a review of the complaint history identified no other incidents. It should be noted that the trek rx and mini trek rx, coronary dilatation catheters (cdc) global instruction for use (IFU) specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. It should be noted that trek rx and mini trek rx cdc global IFU is referenced since the trek rx and tenku rx is the same product in which tenku rx is only sold in japan. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, guide catheter: hyperion, stent: promus, other: indeflator. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4) although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion with moderate tortuosity and moderate calcification in the mid left anterior descending (lad) artery. After a non-abbott stent was implanted in the mid lad, a 2x12m tenku rx balloon dilatation catheter (bdc) protective sheath was removed without resistance. The bdc was soaked prior to use and prepped inside the patient anatomy. The bdc was advanced toward the first diagonal through the struts of the stent implanted in the mid lad. The tenku was positioned, air was pulled, and blood was noted to be coming into the indeflator. A balloon rupture was suspected. Thus, the bdc was removed and replaced with a new bdc and kissing balloon technique (kbt) was performed. It was suspected that the balloon material might have been damaged when it was advanced through the struts of the implanted non-abbott stent. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.